Event description:
It has been reported that the device speakers are not functioning properly.

Event description:
New information received confirming a patient use and the become aware date has been updated. The user is reporting that during a patient use event, the user is reporting the voice prompts were inaudible. The patient outcome is unknown. It has been reported that the device speakers are not functioning properly.